Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the (psm) arm failed the in-house weight brake drop test for axis-2. The axis-2 brake was replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the weight brake drop test during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
During a da vinci system error log review, intuitive surgical, inc. Representative or the technical field specialist (tfs) found a brake fault related error on a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm. No patient involvement or impact occurred.